Event description:
Information received by medtronic indicated that the customer reported that the sensor was not communicating with the pump. Troubleshooting was performed and it was found that the transmitter was damaged. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the device. The device will not be returned for the product analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.